Event description:
It was reported that pump battery depleted too quickly, which led to pump shutdown, although customer was able to resume insulin afterward. There was no adverse impact to the customer¿s blood glucose level. Customer confirmed no activities that would normally cause such fast battery drain, and technical support reviewed usage and pump logs, confirmed excessive battery depletion, educated customer about insulin settings resetting after shutdown, and arranged replacement pump while instructing customer to place current pump in storage mode, transfer pump settings, reconnect continuous glucose monitor, and return malfunctioning pump using provided shipping label.